Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that an mr290 autofeed humidification chamber caused an rt380 adult dual heated evaqua2 breathing circuit to fail the ventilator leak test. This occurred prior to patient use.

Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chamber is currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow-up report once we have completed our investigation.

Manufacturer narrative:
(B)(4). Method: two mr290 autofeed humidification chambers were returned to fisher & paykel healthcare in (B)(4) for evaluation. The chambers were visually inspected for damage and pressure tested. Results: no damage was found to any part of the returned chambers. The pressure test revealed that the chambers were within specification. Upon the return of the devices the lot date of the mr290 autofeed humidification chambers was noted to be 130912 (12 september 2013). No complaints have been received for this lot date. Conclusion: we could find no fault with the chambers and therefore could not determine the cause of the fault reported by the customer. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. Chambers that fail any of these tests are discarded. The user instructions which accompany the mr290 autofeed humidification chambers state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that an mr290 autofeed humidification chamber caused an rt380 adult dual heated evaqua2 breathing circuit to fail the ventilator leak test. This occurred prior to patient use.